Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt suffered serious permanent bodily injuries, experienced significant mental and physical pain and suffering, has required multiple surgeries, and has expended and will continue to expend large sums of money for medical care and treatment, has suffered and will continue to suffer economic loss and/or lost income, and has otherwise been physically emotionally and economically injured. No other info is available.